Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, which resolved the issue, and was instructed to call back if the malfunction code reappeared.